Event description:
The customer reported that access 2 immunoassay system generated a non-reproducible accutni result within the risk stratification range for one patient's sample. The result was reported out of the laboratory; however, no report of death, injury, or change to patient treatment in association with this event has been reported. The plasma sample was short draw which was collected in 13x75 mm primary tube and centrifuged at 3000 rpm for 10 minutes at room temperature. Per customer, the samples are tested in an insert cup. On (B)(6) 2011 system check was performed and passed within specification. On (B)(6) 2011 accutni calibration was performed and passed. Three levels of accutni qc were within customer's established ranges prior to and after the event. The customer questioned the original accutni patient result after subsequent samples from the patient resulted within the normal reference range. Subsequent samples from the patient also resulted within the normal reference range. Service was not dispatched for this event. Although pre-analytical factors may have contributed to this event, no definitive root cause could be determined for this event.